Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, it was noticed that there were two scratches in the center of the iol optic. The iol was removed and replaced due to concerns about the effect on visual function. Account indicated that when the iol was replaced, the incision was extended and the iris injured. It was also reported that appropriate settings were made using ophthalmic viscosurgical device (ovd). The physician has been using this product for many years, but said this event was his first experience. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 24, 2024 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographs and a video provided by the customer were evaluated; the photographs were taken from the video. The photographs displayed the suspect lens unfolding inside the patient's eye and two crack-like damages can be observed on the lens. Visual inspection of the device revealed that the handpiece was received with the plunger rod advanced. The cartridge tip and cartridge presented with damage. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and no viscoelastic residue or damage was identified. Device assembly was inspected and presented with no issues. The lens was received cut into two pieces. One portion of the lens presented with damage. The complaint issue "cosmetic issues" was not identified during photograph and product evaluation. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation also could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.